Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Ethnicity - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. Mw5094163.

Event description:
Terumo medical received an FDA medwatch report # mw5094163. The event description states: "uneventful cardiac catheterization performed at (B)(6) by dr. (B)(6), then with (B)(6) mid-atlantic region. A terumo angio-seal vascular closure device was deployed to right femoral artery. I was told that placemei. (B)(6) was verified by fluoroscopy. Within an hour, while in recovery area, I experienced severe pain in my right gastrocnemius muscle. Np in charge looked and told me that I had a cramp from lying in one position too long (following catheterization, patient is not supposed to move to prevent bleeding from opening in femoral artery). I was discharged in great pain and was barely able to walk. Later that evening severe pain continued. I was seen by the urgent care staff at (B)(6) facility in (B)(6). Since no arterial ultrasound was available, I was sent home and told to report to (B)(6) vascular facility in (B)(6) the next morning. Femoral arteriogram revealed blockage of one branch of my right femoral artery depriving my gastrocnemius of blood fil.ow. I was then directed to (B)(6) and admitted overnight for observation and administration of a heparin drip. Overnight. The pain subsided somewhat and I was able to walk, with difficulty, to the toilet. I was discharged the next day, (B)(6) 2018, and my new cardiologist dr. (B)(6) followed me closely for several months. My ability to walk normally gradually returned over about 3 months time. Especially being a former FDA regulatory officer, I know the importance of adverse event reporting. I asked dr. (B)(6) a number of times to report the incident but I doubt that he did. You may wish to check the data base. I have since been told that analogous adverse reactions with the angio-seal device are common {perhaps 3-5% of patients). However, for all the reasons of which you are aware, few of these are reported to the FDA." "Concomitant medical lisinopril, atenolol, atorvastatin, asa, famotidine. Vitamin c , vitamin d3, multi vitamin, l-lysine, zinc, peg 3350, calcium products." Additional information was received on 08may2020. The procedure performed for the patient prior to the use of the closure device was a cardiac catheterization. A 5fr sheath was used. There was no complication with access or deployment per nurses' notes. A right cfr femoral angiogram was performed. There was no complication with access or deployment per nurses' notes. The patient was in stable condition at the time of deployment. Hemostasis was achieved with the angio-seal device. It was a right femoral artery puncture. Computed tomography (CT) imaging and vascular imaging was performed. Popliteal pulses mildly decreased. The doctor chose to manage the occlusion with anti-coagulation and anti-platelet strategy. There was no surgical intervention; no angio-seal components were confirmed or removed. Pulses were checked in the patient's foot when he had pain, and after the femoral angiogram. The symptoms resolved after three months. There has been follow up angiograms to assess the blood flow in the lower legs. The patient had mild ecchymosis at site. The doctor stated the following timeline: immediately post angio-seal placement /in recovery, the patient had lower extremity discomfort/leg numbness; palpable pulses. The patient was released to home. Pain persisted and he was sent to an imaging lab where blockage was diagnosed. One day post placement of the angio-seal, the doctor managed blockage as described with anti-coagulation and anti-platelet strategy. Claudication persisted for three months. Still abnormality by ultrasound, ankle pulses improved.